Manufacturer narrative:
(B)(4): against resistance. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Stent movement could not be verified as the stent implant was already dislodged. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that during the procedure, after pre-dilating the lesion, a 3.0x38 rx xience prime stent delivery system (sds) was advanced via radial access toward a heavily calcified lesion in the heavily tortuous proximal left anterior descending (lad) coronary artery, but failed to cross the lesion due to heavy calcification. Though no force was applied, during the advancement, the stent shifted proximally on the balloon due to the heavy lesion calcification and heavy vessel tortuosity, but did not dislodge. As it was felt that the stent implant might completely dislodge, the stent was intentionally deployed proximal to the target lesion. The target lesion was then treated with an unspecified non-abbott stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the device with no evidence of stent deployment; the stent appears to have dislodged and as not returned with its delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, additional information received indicated that the stent may have dislodged in the patient anatomy during withdrawal or during positioning of the 3.0x38 rx xience prime stent delivery system (sds). Reportedly, resistance was felt between the sds and vessel during withdrawal and force may have been applied. The dislodged stent was pushed to the area just proximal to the target lesion then deployed using the same sds balloon. No additional information was provided.